Event description:
Patient stating that pump sn: (B)(4) (maint (B)(6) 2016) had an error then turned off. Author had patient turn pump back on to get error message and message "service due" appeared. Will send patient new pump to primary address no sig required. No other information available. Dose or amount: 85 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.